Event description:
A customer reported an issue with a continuous glucose monitor (cgm) displaying an error. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by guiding them through a pump reset, which resolved the problem, allowing the customer to successfully start their sensor session without the error recurring.